Manufacturer narrative:
The technician found the caster was worn down which prevented the caster swivel from locking. The technician replaced the caster to repair the bed.

Event description:
Information received indicates when the brake is activated the left foot caster wheel locks but continues to swivel back and forth.